Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the gas supply test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer reference#: (B)(4). Importer reference #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the pneumatic back-plane printed circuit (pc) board was replaced and returned for investigation. The reported failure of the gas supply test during pre-use check was not reproduced during test of the returned pneumatic back-plane pc board in a ventilator. In the visual inspection traces of a liquid spill was observed. The liquid spill has cased corrosion between to pin on a contact, when the liquid spill was wet it probably caused a short circuits that lead to the reported issue in the pre-use check. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The ventilator system was manufactured in year 2008 to the applicable ventilator standards for liquid ingress protection. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc. 45 barbour pond drive. Wayne, nj 07470. Contact person: (B)(6).